Event description:
Per the clinic, the device was electively explanted (date not reported) due to pain around implant site. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.